Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The flex shaft and plate were visually inspected. The tip of the flex shaft was permanently bent and exhibited a clear high-point on its fracture surface, showing where the shaft failed in tension. The fracture occurred through the threaded tip's minor diameter, which is where the flex shaft's cross-sectional area is the smallest. This incident was most likely caused by a cantilever bending overload during screw insertion. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 03.06.2017 it was reported to k2m, inc. That a surgery took place in which a threaded shaft broke off inside the plate and could not be removed. The removal and replacement of the plate extended the surgery time by more than 25%. Surgery took place (B)(6) 2017.